Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was replaced and the location was revised. Effective therapy resumed following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is having difficulty recharging the cervical ipg due to its location. As such, the patient will undergo surgical intervention to address the issue.